Event description:
It was reported that the patient experienced an episode of syncope and presented to the emergency room, exhibiting low blood pressure. It was determined that the ventricular lead was not capturing, and was pacing on the t-wave. The post ventricular atrial refractory period (pvarp) was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.